Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the patient was seen on (B)(6) 2018 and reported partial coverage. The cause of the device not working was unknown. It was unknown if the device not working has been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider and via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome type I on (B)(6) 2017. It was reported that the patient had 80-100 percent relief post implant on the right foot. The patient stated that she had a procedure done to the implantable neurostimulator pocket site to drain blood the week of (B)(6) 2018. According to the patient, the health care provider drained blood from the implantable neurostimulator site and she feels that he moved her wires or changed her connections. The manufacturer representative met with the patient on (B)(6) 2018 to tweak programming, and a simple reprogramming was done. The patient reported that later that day, all of the pain came back, and she lost coverage to the right foot. The patient denies falls or any accident. An x-ray was performed on (B)(6) 2018; however, the results were not reviewed until (B)(6) 2018. The manufacturer representative met with the patient on (B)(6) 2018 and was unable to capture the right foot but was able to capture everywhere else; the back, the entire left leg and left foot and the entire right leg to the ankle, just not the foot. All areas of the paddle were tested, and all impedances were within normal limits. The patient was happy with the quick reprogramming on (B)(6) 2018, but then, it all quickly changed on (B)(6) 2018. The patient left the office on (B)(6) 2018 on high dose programming to try but called the manufacturer representative a few hours later to say that she was getting no relief. The patient met with a manufacturer representative on (B)(6) 2018 and all impedances remained within normal limits. Per the health care provider, there was no change in the x-ray, and there was no explanation for the loss of coverage. The loss of coverage has not yet been resolved. Additional information was received from a health care provider regarding the patient on (B)(6) 2018. It was reported that the device was not working. The patient is scheduled for an MRI of the thoracic. There were no patient symptoms or complications reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was sent in for analysis. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977c165 serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient came in for a lead revision after loss of coverage. Intraoperatively, a wireless external neurostimulator was connected to her existent lead and impedances were all within normal limits. The existing lead was mapped intraoperatively, and the patient reported that stimulation was only on her left side. The surgeon attempted multiple times to reposition again, and the patient reported left sided coverage only. At this time, the surgeon decided that he would explant the system all together. The health care provider declined analysis. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (nme703817h) found no significant anomalies. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing.